Manufacturer narrative:
(B)(4). Concomitant medical product: 574102030; avenir complete stem; 3023168. Product has been received and the investigation is in process. Once the investigation has been completed, a follow up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001822565 - 2020 - 03555.

Event description:
It was reported that during an initial hip procedure, the head trial was cold welded to the avenir stem implant. The surgeon was unable to remove the head trial, and had to explant the stem. Attempts have been made, and additional information on the reported event is unavailable at this time.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
Complaint sample was returned and evaluated against the reported event. Visual review of the devices showed the provisional head still attached to the stem. Nicks and scratches were noted to the spherical surface indicated use. No other damage was noted. Stem shows gouges on the sides of the neck. No other damages were noted. DHR was reviewed and no discrepancies were found. The root cause is unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.